Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the body of the right atrial (ra) lead was found to be twisted and the helix could not extend. The lead was explanted and replaced to resolve the event. The patient was in stable condition.